Manufacturer narrative:
Medwatch report: mw5120147.

Event description:
It was reported a patient's lead presented with oversensing noise. The lead was capped on an unknown date. No additional patient effects were reported.